Event description:
The first attempt of an intracranial shunt placement supported by the brainlab navigation system was unsuccessful. The intracranial shunt placement supported by the brainlab navigation system was repeated successfully during the same surgery. The user verified with a CT scan at a later point of time after the shunt placement, that at the first attempt applied trajectory differed from the planned trajectory.

Manufacturer narrative:
According to the hosp, there was no serious injury nor a serious adverse effect regarding this isolated case. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and according to brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to spec. Investigation has shown that the reference array of the navigation system was most probably inadvertently moved after the user had registered the pt for navigation. Brainlab intends to remind this user of the relevant warnings in the instructions for use regarding handling/fixation of the reference array and of appropriate verification of registration accuracy. Since there is no indication of a malfunction or a quality or performance issue with the brainlab device, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to spec there are no further corrective & preventive actions intended by brainlab at this point of time.